Manufacturer narrative:
Investigation of the incident is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an incident with the luminos agile max system. It was reported that two x-ray technicians hurt themselves on a sharp corner of the wall stand. No further details of the incident or medical treatment have been provided to siemens. There is no patient involvement in this case.

Manufacturer narrative:
The described issue was examined. No malfunction or defect of the system or the wallstand was identified. The front panel of the wallstand (material number 10150493) was requested for further investigation. Despite several requests and reminders, the requested part was not provided. However, the available images of the wallstand did not show any sharp corners and edges. An onsite inspection of the wallstand by a siemens service technician also did not reveal any mechanical damage, sharp corners or edges. The spare part consumption of the concerned metal front profile (material number 10150493) shows values below the defined threshold. No general problem or malfunction could be identified with the wallstand.